Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Patient 2. During patient use, the autopulse platform (sn (B)(4)) performed compressions several times, then stop and displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The user realigned the patient and lifted the lifeband, however, the issue persists. During the troubleshooting, the manual CPR was continued with the delays not longer than 10 seconds. The same issue occurred one more time, therefore, the use of the platform was discontinued, and manual CPR was performed. No consequences or impact to patient. For patient 1, see MFR 3010617000-2022-00164, (B)(4).

Manufacturer narrative:
The reported complaint of the autopulse platform (sn 36742) performed compressions several times, then stop and display a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was not confirmed during functional testing, however, was confirmed during archive data review. The root cause for the user advisory (ua) 45 error message was due to the driveshaft not being at the home position. Based on the archive, the user was able to clear the user advisory (ua) 45 error. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During visual inspection, there was no physical damage observed on the autopulse platform. A review of the archive data showed the platform displayed a (ua) 45 error message during the power on without making any compressions. Based on the archive, before the ua 45 error, unrelated to the reported complaint, the platform was powered on and displayed the fault code 42 (force overload tripped) error message. The device continues to stay on for around a minute and twenty seconds and is powered off by the user. The autopulse platform passed the initial functional testing without any fault or error. The load cell characterization test was performed and the results confirmed that load cell module 2 exceeds normal parameters. The defective load cell was determined to be the potential root cause of fault code 42 observed in the archive. The defective load cell was likely attributed to mishandling such as a drop or a defective component and the load cell was replaced to remedy the fault code 42. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The load cell characterization test indicated both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).